Manufacturer narrative:
(B)(4). As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 similar complaints reported with these item 650-1057. Trend identified as other complaint is from same hospital and same doctor. Root cause could not be identified in that case as product was not returned. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported by clinical study (B)(4) that patient underwent left total hip arthroplasty. Subsequently, at the two year visit, the patient reported increased pain , stiffness and a decrease in satisfaction. A bone scan was performed and MRI planned. Patient opted out of MRI.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. Concomitant medical products: item name: g7 pps ltd acet shell 50d, item #: 010000662, lot # 6149828. Item name: g7 neutral e1 liner 36mm d, item #:010000856, lot # 6025178. Item name: echo b-mtrc mp fp ho 8, item #:193108, lot # 66931or. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported by clinical study(B)(6) that patient underwent left total hip arthroplasty. Subsequently, at the two year visit, the patient reported increased pain and a decrease in satisfaction. A bone scan was performed and MRI planned. No further intervention has been reported at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Hospital and surgeon information updated. D10: customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. D11: item name : g7 pps ltd acet shell 50d, item #: 010000662, lot # 6149828. Item name : g7 neutral e1 liner 36mm d, item #:010000856, lot # 6025178. Item name : echo b-mtrc mp fp ho 8, item #:193108 lot # 66931or. The investigation is in process. Once the investigation has been completed, a follow-up/final MDR will be submitted.

Event description:
It was reported by clinical study echo_am166h that patient underwent left total hip arthroplasty. Subsequently, at the two year visit, the patient reported increased pain and a decrease in satisfaction. A bone scan was performed and MRI planned. No further intervention has been reported at this time.